Manufacturer narrative:
Product event summary: a pump and an outflow graft with unknown serial numbers were not returned for evaluation. The reported event was not confirmed via review of the controller log files since log files covering the reported event date were not available for analysis. Of note, it was reported that computed tomography angiography (cta) of the chest revealed an outflow graft thrombus at the distal two thirds portion. The patient underwent an emergent right anterior thoracotomy with revision of the outflow graft. Intravenous thrombolytic and antiplatelet medications were administered. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the historical review of similar events, the most likely root cause of the reported event may be attributed to thrombus formation/ingestion. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: heartware ventricular assist system ¿ outflow graft model #: unk / catalog #: unk / expiration date: unk / serial or lot#: unk UDI #: asku device evaluated: no mfg date: unk labeled for single use: yes. Patient ime code(s): (B)(4) imf code(s): (B)(4): FDA device code(s): (B)(4). This event was reported in the q4 2020 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.

Event description:
It was reported that the patient was hospitalized for abnormal ventricular assist device (vad) parameters. It was also reported that the patient experienced a mediastinal anastomosis bleed requiring a blood transfusion. The patient was reported to have subtherapeutic anticoagulation. The patient underwent a ramp echocardiogram which showed persistent atrioventricular opening. Computed tomography angiography (cta) of the chest revealed an outflow graft thrombus at the distal two thirds portion. The patient underwent an emergent right anterior thoracotomy with revision of the outflow graft. The patient received intravenous thrombolytic and antiplatelet medications. The vad and outflow graft remain in use. No further patient complications have been reported as a result of this event. This event was reported in the q4 2020 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.